Event description:
It was reported by service report that the lift motor had the foot end of the litter all the way up and would not go down. It is unk if there was pt involvement or if there are adverse consequences to report.